Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 15 atmospheres; however, on the 3rd inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.5x10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.